Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested. (B) (4). (B) (4).

Event description:
Adverse event(s): "visus 0.8" (vision, impaired). Product problem(s): "lens damaged by cartridge" (device or device component damaged by another device [iol (intraocular lens) implant]). A pharmacist reported that during implantation of an intraocular lens (iol), the iol was kept too dry and could not pass through the cartridge. During implantation, when the iol was in the narrowest part of the cartridge, the stamper slid over the optic of the iol. As a result, the iol was damaged. This damage was only visible following implantation. The incision was enlarged and the iol was removed and replaced during the same surgical procedure. A suture was required to close the incision. The patient has had a decrease in visual acuity.